Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following section has been updated : b5, d4, h2, h6, h10. The device has been returned to the manufacturer. The product evaluation showed that the avantage curved handle shaft broke at the weld between the straight part and the curved part. It is possible that the two parts were not sufficient welded or that the weld was damaged by the polishing. Therefore, the product evaluation confirmed the reported event. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the incoming inspection demonstrate that the semi-finish products were complying to specifications. The review of the supplier conformity certificate demonstrate that the semi-finish products were manufactured and supplied compliant with specifications. Within one year, only the current complaint has been recorded for avantage curved handle shaft, batch 509840. According to available data, the most probable root cause could be a manufacturing issue. A complaint extract was performed to confirm that instrument fracture is a single event on the batch 509840. Therefore, no further containment action is required. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
The instrument broke during the impaction of the acetabulum on the right hip. This happend during a surgery. No adverse event has been reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products designation advantage curved handle shaft, reference 110031338, lot number 509840 were manufactured on 17 july 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The review of the incoming inspection demonstrate that the semi finished products (ref 110031338-00) were complying to specifications. The review of the supplier conformity certificate demonstrate that the semi finished products (ref 110031338-00) were manufactured and supplied compliant with specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that instrument broke during the impaction of the acetabulum.